Manufacturer narrative:
Product event summary #the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2010; d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2004; 2187 competitor implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead high voltage coil impedance continued to climb, and the shocking coil failed. A fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.